Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Several high pacing impedance measurements were reported via hmsc. Postural and isometric testing yielded some noise on the ff channel and a 100 ohm variation between pacing impedance measurements. No noise was seen on the rv intracardiac. Other lead trends are stable and consistent. Lead currently remains implanted. Should additional information be received, this file will be updated.